Event description:
It was reported the patient's rv lead had dislodged due to disengagement of the helix. The physician repositioned the lead with good diagnostic measurements. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).